Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, foreign matter was found inside of one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) was observed. It is unclear from the photo whether the foreign material is on the outside or inside of the tube. Additionally, 100 retention samples from bd inventory were visually inspected and no fm was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.